Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two photographs taken from angiogram were reviewed. The photographs show the delivery system with a partially released stent on the operation table. The handle has been opened. A release attempt with the secondary release mechanism is shown. The delivery system was returned with a partially released stent. The guidewire used in the intervention was stuck in the delivery system. The outer shaft has been retracted by about 13 mm. The outer shaft is slightly flared at its distal end. The proximal end of the stent is located of the proximal stent markers. The proximal end of the stent is located about 16 mm distal to the proximal radiopaque marker which indicates that the stent was pulled in distal direction, most probably during device withdrawal. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. The proximal outer shaft portion is well sliced and has fractured, most likely inside the handle. Several parts of the handle assembly are missing. The returned knife holder is severely damaged. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The introducer sheath used in the intervention was not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 stent system was chosen for the treatment. The stent was partially released inside the patient and the guidewire became stuck as a consequence.